Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the rear response button was non-functional. The cause for the failure was contamination on the response button switch. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest no adverse event resulted from the defective equipment.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.